Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure a perforation at the right iliac artery occurred when the sheath was removed. Additional investigation revealed the following: the right groin was used to obtain percutaneous access for the planned 22mm tavr sheath. Dilators were introduced with some difficulty at the 22f dilator. The 23f dilator was introduced and was not able to advance past the aorto-iliac bifurcation. It was decided by the team to balloon angioplasty the vessel. The angioplasty was performed and the dilator reintroduced. The 23f dilator was delivered past the aorto-iliac bifurcation and the sheath was taken next. The sheath was introduced and was not able to advance past the aorto-iliac bifurcation after many attempts. The case was aborted at this point by the team and the sheath\ removed. Upon removal of the sheath a perforation was seen and the patient's pressure dropped. The sheath was advanced to tamponade the vessel. A covered stent was deployed with continued extravasation of contrast seen on angio. A balloon was placed to occlude the vessel. Vascular surgery was called for repair and an ilio-femoral bypass was performed. The incision was surgically closed and the patient transferred to the ICU. The minimum luminal diameter of the access vessel was reported as 7.0mm, but the minimum luminal diameter of the vessel at the location of the dissection is unknown. The vessel was described as mildly calcified and tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7.0 mm, and the vessels were noted to be mildly calcified and tortuous. The root cause of the reported right common iliac dissection cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with mild calcification and mild tortuosity contributed to the event. The dissection was successfully treated by the placement of three stents. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.